Event description:
The customer reported that the monitors were blank on the 9900 system. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep determined the camera had gotten wet and replaced it. The system was tested and is operating as intended.